Event description:
It was reported, the patient had a 6f angio-seal sts plus device implanted post catheterization. Five to six hours later, the patient had pain in the groin area. An angiogram revealed an occlusion in the right common femoral artery (cfa) at the site of the angio-seal placement. A balloon angioplasty was performed and blood flow was restored. The patient was reported to be okay.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the vessel occlusion could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.